Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, and the customer problem was duplicated. The pump was found to have a latch lock sensor that was nonfunctional/damaged. After investigation the results indicated a reportable malfunction due to the latch lock sensor that was not working. The cause of the customer reported issue was the latch lock sensor was not working anymore. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the latch lock sensor.

Event description:
The customer returned the product for a latch lock that did not work, and during physical inspection it was found that the latch lock sensor was not working anymore. After investigation the results indicated a reportable malfunction due to the nonfunctional latch lock sensor. There was unknown patient involvement, and unknown signs or symptoms experienced.